Event description:
It was reported that when the device and reload cartridge were used during a laparoscopic low anterior resection procedure, one device had a broken articulating shaft, one device had malformed staples, and same device would not staple with reload cartridge. Another device was used to complete the case. There was no consequence to the patient.